Event description:
It was reported that the pump had a "motor" error and did not drive the syringe. It was unknown if the issue occurred while in use with a patient. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis due to displaying a motor rate error. An occlusion test was performed and the motor rate error was found during occlusion test. A combination of worm coupling, leadscrew and clutch halves no longer operate properly as a result of normal wear. The pump is over 11 years old. The issue was due to normal wear. The pump was repaired and preventative maintenance was performed.